Event description:
It was reported that patient presented for scheduled procedure. During procedure. It was noted that right ventricular (rv) lead had dislodged. Upon repositioning of the lead, it was observed that the helix was unable to extend. The lead was ultimately not used and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
The reported events were dislodgment and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood / tissue for analysis. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies that could have contributed to helix mechanism issue reported in the field. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event was isolated to blood/tissue in the helix region, and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.